Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Corrected data: in the initial MDR the following information was inadvertently not captured: initial reporter name: (B)(6), health professional: no. Device available for evaluation: yes, returned to manufacturer on: 03/08/2019, device returned to manufacturer: yes. Device evaluation: the complaint sample returned in the original box and lens case insert. Visual inspection using magnification was performed. There lens and the lens case insert were observed in good condition in the sample returned. The reported issue could not be verified, and it could not be determined if the complaint reported is related to manufacturing process as the reported device was handling in a surgical procedure. No product deficiency was identified. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. The reported issue was not verified. Manufacturing records review: during the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed no other complaint has been received for this production order number. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. Title, first name, last name: unknown/ not provided. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that customer noticed open primary package with outer box of model aab00 sensar monofocal iol (intraocular lens) left intact. Customer suspected of non-sterile device or device component. There was no patient involvement, however. No additional information provided.